Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received. The guidewire was the synchro (lot no. 000012911).

Manufacturer narrative:
Product analysis #(B)(4): as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within an opened echelon-10 outer carton and within an opened echelon-10 inner pouch. The synchro guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub, or catheter body. The distal tip was found kinked, stretched, and punctured directly proximal to the marker band. The marker band was found undamaged. Testing/analysis: the echelon-10 total length was measured to be ~156.0cm, and the usable length was measured to be ~148.3cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water exited the distal end. An in-house x-pedion guidewire was then hydrated and inserted into the echelon-10 hub, through the micro catheter body and out the distal tip with resistance encountered at the bent location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture (gw/stylet)¿ was confirmed as a puncture hole was found near the distal tip. It is possible the catheter kinking/stretching occurred during preparation or tip shaping, leading to the guidewire puncturing the thinning catheter wall at the kink. As the synchro guidewire used during the event was not returned for analysis, any contribution of the synchro guidewire towards the failure could not be assessed. The synchro guidewire has an outer diameter of either 0.010¿ or 0.014¿ (per stryker website), which is compatible for use with the echelon-10 micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that while advancing the echelon 10 microcatheter, the wire punctured the distal segment of the catheter and exited the catheter before the distal tip. There was no friction or difficulty during insertion of the guidewire. It was noted that the devices were prepared and catheter was flushed per the instructions for use (IFU). Aside from the puncture, there was no other damage to the catheter. There was no damage to the guidewire. There was no patient injury. The patient was undergoing a coil embolization procedure to treat an aneurysm. Vessel tortuosity was mo derate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.